Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was noted that the rep was told at the time she initially reported the issue that this impedance issue sometimes occurs with legacy batteries. The patient's battery was successfully replaced due to normal battery use/end of life, and no further issues with the system were encountered. Impedance was within normal limits. The patient was currently receiving therapy. The rep had no further information on the issue.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient. It was reported that a power on reset (por) error message was displayed on the clinician programmer 8840. Additional information was received by the manufacturer representative. It was further reported that there were high impedances greater than 4,000 ohms on multiple contacts. Impedances were ran at 1.5v and the manufacturer representative was unable to run them higher due to the device being at an end of service (eos) battery status. It was noted that the patient got great coverage prior to the ins depleting. The manufacturer representative mentioned that the patient would likely keep their current lead and extension, moving towards a new ins with a possible adapter. No patient symptoms were reported and there were no complications. Indication for use is radicular pain syndrome (radiculopathies).